Manufacturer narrative:
B5 updated to correct product to omnipod dash pdm.

Event description:
The patient reported that they were admitted to the hospital due to ketoacidosis. The patient alleges this occurred because their omnipod dash personal diabetes manager (pdm) had ceased to function. Specific glucose levels were not disclosed. The symptoms experienced included vomiting and dehydration. The treatment administered involved insulin and rehydration. It was noted that the pdm had overheated and burned; however, the patient mentioned that they had left the device in their car on a hot day. This contradicts the battery care/recharging and the safe use guidelines that can be found in the device technical user guide.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if the user error contributed to the reported event, or the relationship to res#90987 due to no device identifier provided.

Event description:
The patient reported that they were admitted to the hospital due to ketoacidosis. The patient alleges this occurred because their omnipod 5 personal diabetes manager (pdm) had ceased to function. Specific glucose levels were not disclosed. The symptoms experienced included vomiting and dehydration. The treatment administered involved insulin and rehydration. It was noted that the pdm had overheated and burned; however, the patient mentioned that they had left the device in their car on a hot day. This contradicts the battery care/recharging and the safe use guidelines that can be found in the device technical user guide.